Event description:
It was reported that the pulse generator exhibited capture anomalies during threshold test. The autocapture was turned off. The patients was fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).